Event description:
Information was received from a consumer regarding a patient receiving hydromorphone/dilaudid (5.0 mg/ml at 0.5887 mg/day) via an implanted pump. Per the patient, the pump was delivering a ¿dilaudid based¿ medication because she was allergic to all other pain meds. The indication for pump use was degenerative disc disease/herniated disc pain and spinal pain. On (B)(6) 2017 the patient was calling as she was looking for a new pump managing physician. About a year ago, she lost her insurance and her clinic and the hcp (healthcare professional) had been lowering her pump medication and then they took her off all the medication. The patient made the comment that a week before, she had to make an appointment to get the pump refilled and was told to come back next week and they were going to lower it. On (B)(6) 2017, the hcp went down 30% with her pump medication. On (B)(6) 2017, the hcp went down 40% and for the last week she hadn¿t been able to walk and was in a great deal of pain. She was throwing up and having withdrawals. She had been paying (B)(6) for each visit and then the office manager dismissed her because she no longer had insurance. The patient stated that she didn¿t know what to do. On (B)(6) 2017, she went to the hospital who told her that they didn¿t know anything about the pump. They offered her an IV (intravenous) of norco and gave her 12 oral norco. She again stated she didn¿t know what to do because she hadn¿t found anyone to manage her pump. Additional information was received on (B)(6) 2017 from the patient who reported that she couldn¿t find a new pump managing physician until (B)(6) and she didn¿t know what to do. She was in debilitating pain and could no longer walk. There had been no steps taken to resolve her symptoms. She had contacted an hcp at the clinic to send her her medical records, but the hcp wouldn¿t do that. The patient stated that she wasn¿t told her pump would be lowered 40%. She was not having any withdrawals only severe pain. The patient really didn¿t want to seek pills. She stated that her pump was the only thing that gave her a functional life. Additional information was received on (B)(6) 2018 from the patient who reported that her hcp had taken her medication down 30% and 40% without her knowledge. Per the patient they were giving a lot and then lowered it to 40% and then two months later 30%. She believed the hcp turned off the pump in (B)(6) 2017. Per the patient, she couldn¿t walk and had been bedridden since then. The paperwork the patient had said the pump alarm date was going to be (B)(6) 2018, but there had been no alarm. Per the patient, the doctor had tested the alarm early on so that she would know what it sounded like. Per the patient, she was unhappy with her hcp because they said that she missed appointments, but she had only missed one appointment because they had turned the pump down and for the first 8 years she was denied medication. The patient was requesting additional physician listings. No further complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from consumer on 2018-jan-09 reported there was a pump failure and a failure of therapy. The patient had injuries of overdose, underdose, and pain (previously reported). The date of injury was noted as under investigation. No further complications were reported.